Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), and h11. H11: the device was received for evaluation. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and the flow of liquid was confirmed throughout the set with no issues. Additionally, an underwater leak test was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the first needle-free port. The issue was noticed during the priming of the administration system. There was no patient involvement. No additional information is available.